Manufacturer narrative:
It has been reported that a small piece of the bulb that attaches to the syringe was found in an incision site. The piece was removed with a forceps and the site was then irrigated. No serious injury resulted and the procedure proceeded without further incident. We received the small piece of the particulate found in the incision, however we did not receive the device for evaluation. A visual inspection revealed that the particulate may have been rubber flashing from the green bulb of the syringe. Without the device a root cause has not been determined, however due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
A small piece of the bulb on the syringe was found in an incision site.